Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for a month and a half. He noted that the keypad buttons spring back as expected when pressed. The family member denied damage to the rubber keypad; denied that the pump has been exposed to water; and stated that the pt wears the pump in a pump pouch under her clothing.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. All button key contacts became inverted with button presses, and the buttons did not spring back as expected. There was evidence of keypad adhesive found under all button key contacts.